Event description:
Healthcare professional reported valve was removed due to calcification of one leaflet. Prior to explant echo showed central regurgitation. Valve had been implanted for 3 months and was replaced with another mosaic.